Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a battery voltage decrease from 2.87v to 2.65v over a six month time frame. The customer questioned the sudden drop in battery voltage. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The device appeared to be pre-approaching elective replacement indicator (eri).

Manufacturer narrative:
Product event summary # the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).